Event description:
Noise leading to tachy detection was noted on the lead. No inappropriate therapies were delivered. The lead was extracted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.